Manufacturer narrative:
(B)(4). Title septic shock and death after microwave ablation of hepatocellular carcinoma in a liver transplant patient with a bilioenteric anastomosis source seminars in interventional radiology, volume 36, 2019 (137¿141) article number: 2. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed on 2019, a case of septic shock and death following percutaneous microwave ablation using medtronic emprint microwave ablation (mwa) probe of a solitary hepatocellular carcinoma in a liver transplant patient with a bilioenteric anastomosis (bea). The patient¿s postoperative course was complicated by small bowel obstruction and bile leak eventually requiring revision roux-en-y hepaticojejunostomy. The patient had subsequently developed plasma cell hepatitis and recurrent (B)(6) (genotype 1b) cirrhosis posttransplantation requiring treatment with sofosbuvir and pegylated interferon with ribavirin. Immunosuppression regimen included prednisone and tacrolimus for patient.